Manufacturer narrative:
Device 1 of 1. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. (B)(4).

Event description:
It was reported by the product consumer that "the indicator on the funnel should be lined up with the eyelets on the tip of the catheter as a guide for insertion, but he has noticed some are out of alignment anywhere from 10 to 30 degrees. He has been able to use them without a problem". No harm reported. The complainant was unable to give lot number for this complaint. Photos depicting the reported complaint issue were received from the complainant.